Event description:
Two years postoperatively (december 2003), echocardiogram demonstrated mild regurgitation with paravalvular leak with a significant gradient and estimated valve area of 0.7 cm2. The pt was noted to have progressive and louder murmur compatible with the presence of aortic regurgitation and echocardiogram confirmed paravalvular leak. In 02/2004, the pt developed substernal pain lasting 4-5 minutes that was relieved with nitroglycerin. Electrocardiographic tracing remained stable showing non-specific st-t changes very suggestive of digitalis effect. Cardiac catheterization revealed the presence of paravalvular leak and normal coronary arteries. The valve was explanted and replaced with a porcine bioprosthesis. Postoperative day one, the pt was alert with heart sounding better, although still having murmurs, and a temperature (101.8) and bibasilar rales. Pericardial fluid was negative for staph coagulase. The pt was discharged to a skilled nursing facility. No additional info was received.